Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported a false positive reaction probably caused by carry over that occured during a two cell screen as well as during an antibody identification with the 8 cell panel. Even though the results obtained from the antibody screening show a typical scenario for carryover, the results obtained from the i8-panel show contradictory results [increasing reaction strength from i3 (+/- ) to i4 (2+) on the subsequently pipetted sample]. The customer claims a known anti-c, -d, -e and -jk(a) for the sample that is suspected to induce carryover, but cell i7 reacts unexpectedly positive on the i8-panel. The correct function of the allegedly defective reagents were proved by testing the retained samples of our quality control laboratory on tango. All positive and negative reactions were correct. We did not observe any false positive reactions. A review of the batch record documentation showed no irregularities which might have affected negatively the quality of the used lot anti-human globulin. Upon retesting of the affected sample at bmd, a carryover event could be reproduced. The antibody titre was defined to be 1:1280. A field service gave no indication for a malfunction of the affected tango optimo.